Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly patient received a call service 075 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/12/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data showed that call service alarm occurred. On investigation, the pump powered up to a blank display screen with the appropriate audible and vibratory alerts. Due to the blank display, the evaluation was unable to conduct the remaining performance tests or to investigate the reported call service alarm issue. When the pump casing was opened, no damage was found with the display screen and no anomalies were found with the motor assembly. A failed master processor was observed.